Event description:
Provider states that he set up the bed last friday at a motel for a customer. Provider states that when he went to go pick the bed up the frame was very bent and warped. Provider states that it looks as though it was physically damaged. No additional information provided.